Event description:
The catheter was placed for antibiotic treatment. Three days after placement, the catheter had to be removed due to pain and swelling in the upper arm. After the catheter was removed, the phlebitis was resolved.